Manufacturer narrative:
Insulin pump power up properly after battery installation. Insulin pump received with operating currents within specifications. Insulin pump was monitored and no blank display anomalies or failed battery test noted. Insulin pump passed self-test, a21 error test, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Insulin pump received with minor scratches on lcd window. Insulin pump received with cracked battery tube threads.

Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer's blood glucose reading was 180 mg/dl. Customer reported that the insulin pump alarmed motor error during manual prime. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.